Event description:
Complainant alleged that while attempting to shock a pt (age & gender unknown) at 200 joules, the device displayed a "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during biomed testing subsequent to the event the device displayed a "defib fault 78" message.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.